Manufacturer narrative:
The service rep performed a filament calibration and tested. Fluoroed continuously for several minutes and no errors displayed. Tested system, system operates as intended.

Event description:
The customer reported ma error displayed. Canceled error and continued case. No patient injury reported.